Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, there was a problem in loading the device and it could not be completely closed. Replacement of the surgical instrument was done to complete the case. There is no patient injury.